Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guidewire was then inserted for back support and the device was now able to cross the lesion. When the physician attempted to remove the device from the patient,the device came into contact with the wire and became stuck. The device and the wire was removed together from the patient. The device was checked and the shaft of the exit port was noted to be kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage at the proximal end with struts slightly distorted and overlapping. The balloon cones were reviewed and it was noted that the proximal cone showed signs of opening from the folded position. The distal balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement through a calcified lesion. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the mid-shaft section found a midshaft kink at 12mm proximal of the port site and one midshaft kink at the port site. This type of damage is consistent with excessive tensile force being exerted on the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. The device was returned loaded on the guidewire and the first attempt to move the guidewire failed. The device was then placed in a waterbath at 37°c for 3 hours. The guidewire movement was tested again and it moved freely within the device. Upon removal of the guidewire from the device, a tactile inspection was carried out and a burr was felt. On further examination, it was noted that there was a coiling effect on the guidewire 100mm from the distal end of the guidewire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. A 3.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guidewire was then inserted for back support and the device was now able to cross the lesion. When the physician attempted to remove the device from the patient,the device came into contact with the wire and became stuck. The device and the wire was removed together from the patient. The device was checked and the shaft of the exit port was noted to be kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.